Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the electrode on the sensor was looking damaged. It was stated that customer tried to fire the sensor to his abdomen but the sensor did not penetrate his skin and needle hub was hard to remove. Customer stated that the needle was still attached and electrode was looking damaged. The customer stated that the issue was occurred during the insertion. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.